Event description:
A malfunction involving an altitude alarm was reported. There was no adverse impact on the customer's blood glucose level. Customer received advice from technical support about preventing altitude alarms, and after replacing the cartridge, the pump resumed normal operation.